Manufacturer narrative:
Complaint history and product history records were reviewed. And the documentation indicated, the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received, stating patient had yag laser on both eyes. And it did not solve the problem. Additional information was received on (B)(6) 2021, stating that she was immunocompromised. And visual issues have not resolved yet. The doctor has additionally, prescribed for anti-reflective glasses. And iol explant would be last option.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral cataract extraction with intraocular lens (iol) implant procedures, her vision is worse than before and she is unable to drive at night due to halos and bursts. She consulted with 3 ophthalmologist and all reassured her that the procedure was done properly. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the left eye.